Event description:
In 2009, an 8.5 french pleural catheter was placed in the right pleural space. The catheter contained a plastic connector, encased in the distal end. Four days later, the plastic connector was found separated completely from the catheter, with the catheter now open to air. The catheter had no tears or rips, and the flanged end was intact. The plastic connector did not retain any pieces of the catheter. The catheter was clamped and removed. X-ray showed a resolved pneumothorax, so reinsertion of another catheter was not necessary. Pt is doing fine, discharged the next day.

Manufacturer narrative:
Still under investigation at this time.